Manufacturer narrative:
FDA product code, box d: has been corrected. The device's FDA product code is mnt and was incorrectly labeled as mns in the previously submitted report.

Manufacturer narrative:
The bipap a40 pro (dex3100s13) is substantially similar to the bipap a40 (1111169) and will be reported in the united states under bipap a40, 501k number: k121623.

Event description:
The manufacturer received information alleging "after a short time, the customer's device switches itself off and sounds the alarm". The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.